Manufacturer narrative:
Correction: notified date should be 2019-mar-14. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the stimulator just completely stopped working so patient checked the recharger and patient programmer (pp) and saw por on both. An informational por was reported. The por was successfully cleared. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the por was due to being too close to an electrical field.